Event description:
It has been reported to co that during the procedure this device failed to pace. The pt is reported to be ok and the procedure was able to be completed using another device. The device is being returned for co's analysis.